Event description:
Customer reported that pump required a reset and issue reoccurred 10 days later. There was no adverse impact to the customer's blood glucose level. Customer declined further troubleshooting.